Event description:
Patient with dysplasia in a barrett's esophagus had two focal ablation sessions to eradicate the dysplasia. A mild stenosis was noted at the subsequent follow-up, which was successfully dilated. The physician graded severity of incident as "mild".